Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had malfunctioned. When the program was checked, impedance over 4000 ohms were observed. Patient symptoms of increase incontinent episodes were reported. The patient¿s ins was turned off at the end off the last visit on (B)(6) 2013. The patient outcome was reported as ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v952171, implanted: (B)(6) 2012, product type: lead. Product ID: 355018, lot# w60016, implanted: (B)(6) 2012, product type: accessory. (B)(4).